Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed "no cartridge detected" warnings and "pump not primed" warnings. A rewind, load, and prime sequence was performed successfully with no alarm occurring. The force sensor was found to be within calibration. During testing, a loss of prime occurred. The pump was opened and the force sensor pins were observed to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.

Event description:
The pump was returned for loss of primes. Investigation revealed damaged force sensor pins. This report is made based on results of investigation completed on (B)(4) 2013.